Manufacturer narrative:
A ge oec service representative was investigating the issue and re-seated the systems interface pcb and the display adapter pcbs due to the arcnet errors noted in the event log. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 6800 fluoroscopy system displayed a communication failure error.